Event description:
It was reported that a lead revision would be performed today. The patient fell down the stairs multiple times and bruised their tailbone. The patient had less than 50 percent therapy relief at the lead location. They lost efficacy and could not feel any sensation on all 4 electrodes. The lead had high impedance greater than 4000 ohms on all electrodes. The actions required as a result of the event was explant and replacement of the lead and ins. The lead issue was resolved and the cause of the issue was determined to be the fall. The impedances resolved with a new lead and they did not notice any fractures on the lead. After the lead was replaced with a new lead on the right side at the s3 sacral foramen, the health care provider (hcp) attempted multiple times to connect and tighten the screw on the implantable neurostimulator (ins). The setscrew seemed to be stripped and it would not tighten down or torque at all. The hcp reloaded it with a new ins. Diagnostic testing or troubleshooting was not performed as it was not required. The product issue with the ins was not resolved and the cause of the issue was not determined. The lead and ins would not be returned as the customer discarded them. The patient status was alive with no injury. The patient was recovering and they wouldn¿t know therapeutic effect for a week or two. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m263, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0h92r, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the impedance issue was determined to be that the patient fell and damaged the lead and it was device related. The troubleshooting, interventions, or other actions taken to resolve the event were that they tried to reprogram the device, but the patient was unable to feel stimulation. They also performed an x-ray showing the lead was in good position. The patient recovered without permanent impairment.